Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the tubing during the load fill process. Additionally, it was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer declined backup insulin therapy follow-up with tandem technical support, therefore no additional information could be obtained.